Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Ischemia and neurological deficits including stroke are known and anticipated complications with these types of procedures and are noted in the device labeling. Therefore, it was determined that these reported adverse events were anticipated procedural complications. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report numbers: 3005168196-2018-01173, 3005168196-2018-01174. The device was implanted into the patient.

Event description:
The patient was undergoing a coil embolization procedure in the anterior communicating artery (acom) on (B)(6) 2018 using penumbra smart coils (smart coils). During the procedure, the physician implanted non-penumbra coils and three smart coils. The patient then experienced left hemiparesis four hours after the embolization procedure. The patient was given an integrilin bolus to treat the stroke, and the patient¿s nihss score decreased from 12 to 0 with residual weakness of the left lower extremity, with dorsiflexion and plantar flexion 2/5. This event is considered resolved as of (B)(6) 2018. The stroke was adjudicated to be a serious adverse event with a possible relationship to the smart coil procedure, and a probable relationship to the procedure.